Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing. Unit was received with original battery cap having corroded contacts. Unit was also received with corroded battery tube. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to test for unresponsive buttons due to blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded lcd flex connector gold traces and internal battery connector was noted, leading to blank display. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of blank display were confirmed when unit remained on blank display after multiple battery installations and being monitored, caused by corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the battery tube side, fluid in the pump, keypad anomaly, and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in the pump, and the keypad was unresponsive. Troubleshooting was partially performed for the keypad anomaly. Troubleshooting was performed for the blank display, and the display did not return after the pump restart. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.